Event description:
The dentist was cutting off an old restoration during a procedure. It was reported, the dental burs were breaking just below the cutting surface.

Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the [product] which was not returned by the customer. Brasseler has conducted a thorough review of 3 years of data on similar devices and no trend has emerged. Brasseler will follow up with a supplemental report if more information becomes available.